Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when the customer used the jig to attach the vial, the bottom of the vial broke. Was the assembly fixture used? If so, please provide material and lot number. Yes, an assembly fixture was used, but the material and lot number are unknown. Please provide lot number of protector -515109, unknown. Has the customer also notified the manufacturer of the drug vial? We suggested contacting the pharmaceutical manufacturer, but it is unclear whether this was actually done.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.